Manufacturer narrative:
Result: spindle spring spacer.

Event description:
It was reported by service report that the side rails are not locking into place. Customer could not determine if there was patient involvement or if there were adverse consequences to report.